Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 11 mg/dl. The insulin pump was removed by the hospital and the customer was treated for three weeks. The customer believed the insulin pump to have overdelivered insulin. The customer was sent emergency supplies but was unable to return the insulin pump since she did not know where it was.